Event description:
The physician reported that the patient's increase in seizures was from stress and was not related to vns therapy. It was reported that the increase was below the patient's pre-vns baseline frequency. The patient underwent generator replacement due to battery depletion, near end of service on (B)(6) 2014. The explanting facility discarded the explanted generator therefore product analysis will not be performed.

Event description:
It was reported that the patient was scheduled for generator replacement due to an increase in seizures. It is unknown if the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.